Manufacturer narrative:
(B)(4). Date sent: 9/3/2024 d4: batch # 579c10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with the handle shrouds partially opened, and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. In addition, the handle shrouds were found to be damaged. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. It is possible that the damage on the handle shrouds was due to improper handling of the device. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 579c10, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unk procedure, the stapler locked, and it was not possible to retract the blade with the reset button, so it was necessary to open the device to unlock it. No patient consequences were reported.